Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case mw5064243) in united states on 06-sep-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2016 for sterilization. Consumer reported horrible pain after procedure, constant bleeding since procedure and at 3 months checkup, one of the devices are found inside her uterus, not in tubes. Still inside, she has to have a surgery to remove. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted for sterilization and had constant bleeding since procedure and at 3 months checkup, one of the devices are found inside her uterus, not in tubes. Still inside, she has to have a surgery to remove. This bleeding, interpreted as genital bleeding, and partial device expulsion are listed events in the reference safety information for essure. Considering that essure therapy may cause bleedings and that there is a risk that essure insert move out of fallopian tube, a causal relationship between these events and essure inserts cannot be excluded. This case is regarded as incident since device removal will be required. A product technical complaint analysis is being sought. No further information can be obtained since no contact details were provided.

Manufacturer narrative:
Quality safety evaluation received on 17-oct-2016: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and thus were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect . As no batch number was reported a technical batch investigation and a review of similar adverse event case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted for sterilization and had constant bleeding since procedure and at 3 months checkup, one of the devices are found inside her uterus, not in tubes. Still inside, she has to have a surgery to remove. This bleeding, interpreted as genital bleeding, and partial device expulsion are listed events in the reference safety information for essure. Considering that essure therapy may cause bleedings and that there is a risk that essure insert move out of fallopian tube, a causal relationship between these events and essure inserts cannot be excluded. This case is regarded as incident since device removal will be required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further information can be obtained since no contact details were provided.